Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the foley catheter on the day of use. It was stated that there were three cases of the same lot in the same department in a row. The hospital instructed them to withdraw the remaining 10 unused bottles from the same lot because of three consecutive lots of water leaks. It was also stated that there was one item to be collected after use and 10 unused items from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the foley catheter on the day of use. It was stated that there were three cases of the same lot in the same department in a row. The hospital instructed them to withdraw the remaining 10 unused bottles from the same lot because of three consecutive lots of water leaks. It was also stated that there was one item to be collected after use and 10 unused items from the same lot.